Manufacturer narrative:
(B)(4). Boston scientific acquired celonova on (B)(6) 2015. As part of the acquisition, a retrospective review of post-market complaints was completed by bsc on september 12, 2016. This specific event was not previously identified by celonova as meeting reporting criteria. When evaluated by bsc, it was assessed as meeting reporting criteria and is being reported within 30 days of the (B)(6) 2016 review. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was noted during preparation. During the drug loading process, the pharmacist noted a fiber in the syringe of the tandem microspheres. The foreign material was removed, and the microspheres were continued to be used for the procedure. There was no negative outcome and the patient was in stable condition. This product is only ous approved but it is similar to an approved us device.